Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 17 days of data ((B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 from 23:51:13 to 23:55:03 due to a total loss of power while connected to the mobile power unit (mpu); the alarm resolved when the voltages returned to the appropriate range. The system controller backup battery supplied power to the system during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had 3 no external power alarms on history, one of which was associated with a low voltage alarm on 16oct2022. The patient recalled running batteries all the way down but could not remember what day. Log file review captured power cable disconnect and no external power alarms while connected to the mobile power unit (mpu) on 09oct2022 at 11:51 pm and 16oct2022 at 10:57 am. Power cable disconnect/low power hazard alarms were observed in the log on 16oct2022 at approximately 11:00 am where the patient appeared to be switching from the mpu to battery power. There was no interruption in pump support during these events. It was additionally reported that the ac power cord did not come loose from the back of the unit or the wall outlet. The no external power alarms were attributed to the patient letting their batteries deplete. The mpu remained in service and as of 28oct2022, the alarms had resolved.